Event description:
It was reported via literature that some patients who underwent a transcarotid artery revascularization (tcar) procedure experienced cerebrovascular accident (cva), myocardial infarctions (mi), hemorrhage, and cerebral hyperperfusion syndrome (chs); in some of these cases, readmission and reintervention were required. This study was a retrospective data review of 116 patients between january 1, 2017, through april 30, 2023, who underwent tcar. The data was analyzed as the postoperative 30-day outcomes. It was identified that the patients experienced the following adverse events: cva (2.6%), mi (0.9%), hemorrhage (5.2%), and chs (2.6%). In some of these cases, readmission or reintervention were required. No further information was provided to boston scientific.

Manufacturer narrative:
B3. Event date was estimated based on the earliest procedure date noted in the literature article. D6a. Implant date was estimated based on the earliest procedure date noted in the literature article. E1. (B)(6). Details of the event, including product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. Cui, c. L., pride, l. B., loanzon, r. S., southerland, k. W., chun, t. T., williams, z. F., & kim, y. (2025). Postoperative bleeding complications are common among patients undergoing transcarotid artery revascularization. Annals of vascular surgery, 110, 144-152. Https://doi.org/10.1016/j.avsg.2024.07.109.

Manufacturer narrative:
Updated fields: h6 - patient codes; evaluation method codes; evaluation conclusion codes. B3. Event date was estimated based on the earliest procedure date noted in the literature article. D6a. Implant date was estimated based on the earliest procedure date noted in the literature article. E1. (B)(6). Details of the event, including product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. Cui, c. L., pride, l. B., loanzon, r. S., southerland, k. W., chun, t. T., williams, z. F., & kim, y. (2025). Postoperative bleeding complications are common among patients undergoing transcarotid artery revascularization. Annals of vascular surgery, 110, 144-152. Https://doi.org/10.1016/j.avsg.2024.07.109.

Event description:
It was reported via literature that some patients who underwent a transcarotid artery revascularization (tcar) procedure experienced cerebrovascular accident (cva), myocardial infarctions (mi), hemorrhage, and hyper-perfusion. In some of these cases, readmission and reintervention was required. This study was a retrospective data review of 116 patients between january 1, 2017, through april 30, 2023, who underwent tcar. The data was analyzed as the postoperative 30-day outcomes, specifically assessing incidence of bleeding complications. It was identified that the patients experienced the following adverse events: cerebrovascular accident (2.6%), myocardial infarctions (0.9%), hemorrhage (5.2%), and cerebral hyperperfusion syndrome (2.6%). In some of these cases, readmission and reintervention was required. No further information was provided to boston scientific. Further adverse events experienced by the 116 tcar patients included two reports of headache, requiring readmission.

Event description:
It was reported via literature that some patients who underwent a transcarotid artery revascularization (tcar) procedure experienced cerebrovascular accident (cva), myocardial infarctions (mi), hemorrhage, and hyper-perfusion. In some of these cases, readmission and reintervention was required. This study was a retrospective data review of 116 patients between january 1, 2017, through april 30, 2023, who underwent tcar. The data was analyzed as the postoperative 30-day outcomes, specifically assessing incidence of bleeding complications. It was identified that the patients experienced the following adverse events: cerebrovascular accident (2.6%), myocardial infarctions (0.9%), hemorrhage (5.2%), and cerebral hyperperfusion syndrome (2.6%). In some of these cases, readmission and reintervention was required. No further information was provided to boston scientific. Further adverse events experienced by the 116 tcar patients included two reports of headache, requiring readmission.

Manufacturer narrative:
Updated fields: b5 - describe event or problem. H6 - patient codes: added e0116 headache based on b5 correction. B3. Event date was estimated based on the earliest procedure date noted in the literature article. D6a. Implant date was estimated based on the earliest procedure date noted in the literature article. E1. (B)(6). Details of the event, including product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. Cui, c. L., pride, l. B., loanzon, r. S., southerland, k. W., chun, t. T., williams, z. F., & kim, y. (2025). Postoperative bleeding complications are common among patients undergoing transcarotid artery revascularization. Annals of vascular surgery, 110, 144-152. Https://doi.org/10.1016/j.avsg.2024.07.109.